Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video image. This event occurred at the time of unknown. There was no report of patient harm.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-52355) which was submitted. Therefore, MDR (9610877-2022-00280) filed on february 9, 2022 is considered a duplicate report.